Manufacturer narrative:
A complaint regarding this part number and lot number combination was not reported to grace medical, inc. No product was returned to grace medical, inc. For evaluation. There were no products in finished goods inventory with this part number and lot number combination to check. The review of the device history records associated with this device and lot number did not find any nonconformance. Additionally, there have been no complaints for this part number and lot number. Limited information is available at this time. If information is received, a follow-up report will be submitted.

Event description:
During the review of the maude adverse event database on august 19, 2021, it was discovered that a grace medical, inc. Pediatric bobbin vent tube was referenced in MDR report number 1(B)(4) by a user facility, and received by FDA on 7/30/2021. The following event was reported by the user facility as follows: model number: 500-061; (B)(4). Event date: (B)(6) 2021; event type: malfunction. Event description: "the titanium tube placed in the left ear drum for a bilateral myringotomy with tube placement fell forward into the middle ear." The lot number reported is lot number 58580.